Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a pancreas resection and a reservoir was connected to a drain. Air was inserted along with drained fluid and although it was "deaired," air entered in a few seconds. The physician opined that the lock seemed to be looser than usual. It was solved after replacing with another like device. There was no adverse consequence to the patient. Additional information is not available.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. It was not possible to disassemble the sample to verify the condition of the punched tube; however, the following evaluation was done to verify its proper operation. All components are in a place and in good conditions as well as the end device function properly. During sample evaluation it was verified that the plate was able to be opened and closed without any issue. The sample does not have any broken or damaged components that could have affected its function.